Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on (B)(6) 2020 with unknown blood glucose and customer was going to rehab. Customer's blood glucose was 190 mg/dl,206 mg/dl,186 mg/dl,190 mg/dl,146 mg/dl,160 mg/dl,138 mg/dl. The customer did experienced the symptoms such as abdominal pain and difficulty breathing. The customer was treated with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.